Event description:
It was reported by the customer that a bd pyxis medstation es system was experiencing a processing delay at the med es server causing duplicate charges in epic. There was delay in access and dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the processing delay on the messages process is 3 minutes. A technical support specialist dialed in the server, checked for delays in messages, consulted with another agent and iest, followed knowledge article 000007723 and explained to ivan about adjusting the time interval and proceeded to change the time to near real-time as it was mentioned was how they had it before server migration. The system functioned as intended after the technical support specialist troubleshot the device.